Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen. 2 sodium results for approximately 100-200 patient samples. All of the samples were repeated on another instrument and in some cases the difference between the results was 3-5 mmol/l. Of the data for 175 patient samples, only the results for nine samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported to the clinicians. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The qc had been acceptable prior to the event, but when retested afterward it was out of range high. The qc was repeated and came back within the acceptable limits. After the incident, the customer primed all reagents and performed calibration and qc which were all acceptable. On inspection, the customer could not see anything obvious wrong with the ise module. As the alarm trace showed multiple ise aspiration errors the probe was inspected and gel was found on the probe. The probe was cleaned and then replaced the next day. Calibration and qc were within range after replacement of the probe. Further investigation determined the contaminated sample probe was the cause of the event.